Manufacturer narrative:
Analysis of the returned genesys hydrothermablation (hta) endometrial ablation system revealed that the unit passed the functional test. The console was inspected and no visible damage was observed. The reported problem was not duplicated during the testing of the genesys console. The system worked as intended and alarms were only triggered when leakage exceeded 10ml. Since the unit passed functional test and retest in the fremont cis, the root cause classification is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2016-01016 for the genesys hydrothermablation procerva procedure set and manufacturer report# 3005099803-2016-01175 for the genesys hta 115v control unit. It was reported to boston scientific corporation that a genesys hydro thermablator (hta) endometrial ablation system was used in a hydrothermablation (hta) procedure performed on (B)(6) 2016. According to the complainant, seven minutes into ablation procedure cervical leak was noted and it did not display any alarm. The patient had burns on the cervix and perineum, the burns was caused by the fluid that came back out from the patient that was still hot during the procedure. The procedure was cancelled and patient was treated with topical cream. An additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. The complainant was unable to provide the suspect device serial number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2016-01016 for the genesys hydrothermablation procerva procedure set and manufacturer report# 3005099803-2016-01175 for the genesys hta 115v control unit. It was reported to boston scientific corporation that a genesys hydro thermablator (hta) endometrial ablation system was used in a hydrothermablation (hta) procedure performed on (B)(6) 2016. According to the complainant, seven minutes into ablation procedure cervical leak was noted and it did not display any alarm. The patient had burns on the cervix and perineum, the burns was caused by the fluid that came back out from the patient that was still hot during the procedure. The procedure was cancelled and patient was treated with topical cream. An additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
(B)(4).

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2016-01016 for the genesys hydrothermablation procerva procedure set and manufacturer report# 3005099803-2016-01175 for the genesys hta 115v control unit. It was reported to boston scientific corporation that a genesys hydro thermablator (hta) endometrial ablation system was used in a hydrothermablation (hta) procedure performed on (B)(4) 2016. According to the complainant, seven minutes into ablation procedure cervical leak was noted and it did not display any alarm. The patient had burns on the cervix and perineum, the burns was caused by the fluid that came back out from the patient that was still hot during the procedure. The procedure was cancelled and patient was treated with topical cream. An additional attempt has been made to obtain follow up event details with no response from the clinician.